Event description:
During a breast biopsy case, the device utilized to extract the biopsy tissue appeared to demonstrate lower than normal suction. The device was able to capture enough tissue to complete the case. Patient did not have to return. The technologist contacted the vendor who provides the supplies for the biopsy. The lot number of the supply was shared with the vendor. The representative from hologic (vendor) is sharing this information with the appropriate individuals at her company. She has also scheduled a visit to observe a biopsy case to ensure there is no user issue.